Manufacturer narrative:
Concomitant medical products: 5867-3m adaptor, implanted (B)(6) 2018; 694965 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was noted with intermittent undersensing during atrial episode. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited undersensing

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.